Event description:
Information received with return of the device does not address the patient's clinical status but notes that once the device was connected to the leads, there was no ventri- cular output. The device was not implanted.